Event description:
Per the clinic, the patient experienced pain upon the MRI on (B)(6) 2025 and the procedure was discontinued before entering the MRI scanner. The patient also experienced dizziness, headache, a shocking sensation, poor performance with the device use, and swelling at the implant site. Subsequently, the patient was prescribed an oral antibiotic (specific date and duration not reported). The implanted device remains in situ.